Event description:
During left heart catheterization with ptca to lad mid and rca mid, two pressure guide wires did not work. Completing a separate report for 2nd wire. Completed a separate report for 1st wire (reference (B)(4)). FDA safety report ID # (B)(4).